Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A loaned device, returned to olympus for processing, was inspected and tested. The inspection and testing of the returned device found that no image was present. This report is submitted due to the finding of no image, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The problem could not be reproduced during the evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.